Manufacturer narrative:
Although the investigation has not yet been performed, it is not possible for the iq532 laser system to jump from micropulse laser output to continuous wave laser output.

Event description:
Per distributor, "it has been reported that whist being used in micropluse mode, using a grid pattern, the output jumped from micropluse to continuous wave and thus caused a burn to the retina resulting in a degradation in the patients sight." Additional information from the university hospital (B)(6) where the event occurred, did not report a jump from micropulse to continuous wave laser output. Instead, they reported that a female patient was having micropulse treatment using an iridex iq532 laser to right eye for treatment of diabetic macular oedema (dmo). Pre-laser visual acuity (va) was 6/12. Clinician describes that he started by using a 7x7 grid tempero-foveally and saw no tissue reaction. When the nasal-foveal area was then treated with a 7x7 grid he noted a reaction to the retina after 7-10 shots were placed. He stopped firing the laser immediately. The patient and laser settings were seen by a colleague mr (B)(6) (retinal consultant) and appeared to be fine. The patient was asked to wait in clinic and was re-examined two hours later the same day, and va was recorded as 6/24-2. The right eye showed a visible reaction to the laser in the nasal-foveal area. The patient was then re-examined on (B)(6) 2017 by a medical retina consultant. The clinician is reportedly experienced with using the iq532 and has not seen a response to laser treatment like this before.